Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿failed flow rate test¿ was reproduced. The device was tested for flow rate accuracy and delivered with an error percentage of 5.845% which is over 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate during preventive maintenance testing. There was no patient involvement. No additional information is available.